Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that they were seeing electrode impedances in the 200's for all pairs on the patient's ins. The hcp reported that the intra-op values were not know. No patient symptoms were reported. No further patient complications have been reported as a result of this event.